Event description:
An event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the product appeared to have hair or fiber particle inside the chamber. The issue identified before use. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.